Event description:
Account indicated they failed a cap survey for albumin. When they thawed and retested the original samples they obtained the following discrepant results (original result/repeat). Sample 1: 5.1/6.2, sample 2 3.0/6.0, sampe 3 3.6/4.9. They could not determine if any patient results were affected. The field service representative was unable to determine the cause of the discrepancy.